Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Event description:
A titan one touch release pump and two cylinders were received for evaluation. Examination and testing of the returned component revealed a separation in the bulb of the pump. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be smooth and straight, indicating contact with sharp instrumentation. A separation within abrasion was noted on the longer length pump exhaust tubing. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be rough and irregular, indicating stress was exerted. Partial separations, within abrasion were noted on the pump inlet tubing and longer pump exhaust tubing. Testing revealed these to not be sites of leakage. Separations were noted in the bladder of each cylinder. Testing revealed these to be sites of leakage. Microscopic examination of the surfaces revealed them to be smooth and straight, indicating contact with sharp instrumentation. Based on recreation of the position of the tubes according to the abrasion pattern, this demonstrates that the pump tubing was overlapping in-vivo. This positioning, in combination with device usage over time, could contribute to sufficient stress to cause a separation through the longer length pump exhaust tubing at this site. A separation of this type could then allow the loss of fluid, making the device inoperable. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separations in the bladder of cylinder 1, cylinder 2, and the pump bulb occurred after the device packaging was opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separations most likely occurred during or after explant. These separations are not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot number 2079369 was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, explanted penile prosthesis and reservoir due to : "malfunctioned".